Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The k electrode lot number was bjq, with an expiration date of 25-nov-2025. The field service engineer could not reproduce the issue. The analyzer was inspected and precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 7 patient samples tested with the k electrode on a cobas 8000 ise module. The customer provided an example of one patient sample with discrepant k results. The customer stated they were re-checking patient samples due to a quality control outage for a clinical chemistry test on a different analyzer. After repeating the complained sample, the customer noticed a discrepancy in the k values. The sample initially resulted in a k value of 3.86 mmol/l. The sample was repeated, resulting in a value of 4.90 mmol/l. The repeat value was deemed correct by the customer.